Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. We have contacted the initial reporter to request add'l info. No product was returned for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of the patient's medical records which were provided by the patient's attorney: on (B)(6) 2008- patient was implanted with a bard soft mesh during a vaginal sling procedure, also utilizing another company's product. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.